Manufacturer narrative:
Additional information - e1, e2, and e3.

Manufacturer narrative:
Correction - h6.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting oversensing noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.